Event description:
It was reported that during a pulmonary wedge resection procedure, the surgeon found that the staples were malformed after the fourth firing. Changed another reload but still failed. The surgeon changed to a new ec60 to complete the procedure. The patient is fine now. As the patient had the hepatitis, the sample was discarded. There were no consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.